Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) pressure regulator helium leak. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions),h10 corrected fields: h4. A getinge filed service engineer (fse) was dispatched to evaluate the unit and replaced the helium pressure regulator (0103-00-0637) eliminating the leak. All functional and safety checks performed to meet factory specifications.

Event description:
N/a.